Event description:
Reporter alleged the customer obtained the results of 162 mg/dl and 91 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she gave the customer food after the readings as she normally would. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.